Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
Received info regarding a cartridge alarm 19 during basal delivery. Customer's blood glucose level was 210 mg/dl.